Event description:
The customer reported via phone call that the insulin pump has physical damage. The customer stated that it has cracks on the reservoir compartment and the battery compartment and the cracks are glued together. Customer did not know how the damage occurred. Blood glucose value was over 300 mg/dl. The customer then reported that she was hospitalized but it was because if a hernia and not for her diabetes. Customer stated that the doctor at the hospital re programmed the insulin pump and her blood glucose level has been spiking since then. Blood glucose has been from 200 to 500 mg/dl. The customer did not have an endocrinologist at the time. Customer was offered to have a trainer assist her with programming the device and was advised to monitor her readings. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Device had cracked reservoir tube lip, cracked battery tube threads, minor scratched display window and torn address/serial number label.